Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device no longer working properly. Upon explant, the physician identified the outer layer of silicone was separating from the cylinders and presented a hole. A new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device no longer working properly. Upon explant, the physician identified the outer layer of silicone was separating from the cylinders and presented a hole. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the cylinders was performed. The outer tube of the first cylinder and analysis confirmed there was a hole due to wear in the kink resistant tubing (krt) in the proximal end of the cylinder body. The hole was consistent with sharp instrument damage, and a leak was identified from the middle of the cylinder. The tubing of the other cylinder was detached from the middle of the cylinder and had signs of wear from the input tube. This cylinder did pass the leak and pressure testing. The pump was examined and the krt was worn to the filament, but the component passed leak and pressure testing.